Event description:
It was reported that an external fluid leak was observed from a u9000 ultrafilter after 90 uses for hemodialysis therapy. There was no report of medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h6, h11. H11: the actual device was not available; however, photographs of the sample were provided for evaluation. Visual inspection of the photos showed the filter connected inside the dialysis machine, and a small amount of fluid leakage was visible outside of the lower header area of the device. The specific defect that allowed the leak was not visible in the photos. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the condition was not determined as no further or actual sample testing could be conducted. Should additional relevant information become available, a supplemental report will be submitted.